Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 2.5, lab: 4.0. Date: (B)(6) 2012, 1.5, 2.5. Inratio result and lab draw from (B)(6) 2012 were done within 5 mins of each other. Customer reports "milking the finger after finger stick. Pt was hospitalized (B)(6) 2012 for stomach pain. Pt was prescribed pain killers as part of treatment and directed to hold coumadin dosing after 4.0 inr results was obtained.

Manufacturer narrative:
Investigation pending.